Event description:
The manufacturer received information alleging the device failed the active exhalation verification test step during testing. There was no harm or injury reported. The device's proportional valve and three-way solenoid valve were replaced to address the issue. Additionally, after replacement of the valves, the device failed the fio2 sensor receptacle verification test step during testing. There was no harm or injury reported. This test verifies that the fio2 solenoid is able to open and the tubing that is connected to the fio2 sensor receptacle is not kinked or occluded. If the tubing was kinked, occluded, or the solenoid valve did not open, there would be no circulation of air and oxygen to pass across the fio2 sensor. The fio2 sensor is used for monitoring purposes only and does not affect therapy. Further work required to find out if fio2 sensor needs to be replaced. This is not related to the reportable malfunction/issue.